Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/06/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: representative sample has been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a suture was used. During surgery, the suture broke easily during knotting. There were no adverse patient consequences reported. No additional information was provided.